Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed 16 cm distal to the is-1 connector pin a squeezed and damaged lead body. In this area the inner insulation was found damaged, which most likely resulted from a very tight suture sleeve. This damage is assumed to be the root cause of the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
13 days after implantation, oversensing on the atrial channel was observed. The lead was explanted.